Manufacturer narrative:
The distal set-up joint (suj) was analyzed and found to have caused error 23062. The reported error was confirmed via the system logs but could not be replicated when the suj was placed on an in-house system. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that recoverable faults occurred. The site repeatedly recovered the fault, but the error kept occurring against universal surgical manipulator (usm)2. The site moved the monopolar curved scissors (mcs) instrument to usm 1 to continue with the case. The intuitive tech support engineer (tse) reviewed the logs and found an issue with usm 2 on axis 6. The tse recommended a hard power cycle of the system, but the site declined. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 2 and the distal set-up joint (suj) to resolve the issue. Intuitive surgical, inc. (Isi) received the usm and completed the failure analysis investigation. Failure analysis confirmed the errors occurred in the logs; however, they were unable to be replicated while testing the usm. Isi received the distal suj but the analysis is in progress. A supplemental MDR will be submitted if any additional information is received.